Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing during arrythmias. It was additionally noted that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a high impedance alert on the left ventricular (lv) lead. The system does not have an lv lead implanted. The device and lead remain in use. No patient complications have been reported as a result of this event.